Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. A review of the returned instrument shows the tip had yielded and fractured in a clockwise direction, which is inconsistent with yielding during the removal of a locking cap. The clockwise direction is consistent with yielding during the tightening of an implant, not loosening. It is possible tthe clockwise yield occurred prior to the attempts to loosen the locking caps. The deformation and fracture are also consistent with the driver not being fully seated within the t25 drive feature prior to applying torque. Overall, the tip fracture is consistent with the driver being subjected to excessive force on a locking cap or screw, resulting in plastic deformation and ultimately failure of the hexalobe drive feature. However, an exact cause of the reported issue cannot be determined. The following sections were updated: b4, d9, g6, h2, h3, h6, h8, h10 and b4, e1, h2, h6, h10

Event description:
It was reported that during a routine revision surgery a creo driver the driver shaft broke and parts may remain in the patient. This event occurred in japan.